Manufacturer narrative:
A maquet field service tech (fst) visited the hospital and examined the table. There were no mechanical or electrical issues found; the device was operating to specs. The fst attempted to reproduce the problem but could not, nor could the MFR. The only anomaly reported to the fst was that the hand control unit (used to move the tabletop during the procedure) was found on the floor by the or staff after the table had stopped moving. Or staff stated that it was originally placed on the left side of the table. When examined by the hospital staff, the clip that holds the control to the table was found to be missing. Maquet attempted to retrieve the hand control for add'l analysis, but the hospital biomedical engineering staff had discarded this part after the incident and replaced it with a new one. Maquet is not the primary service provider for this facility. Without the hand control unit, a definitive root cause cannot be established. Because of the missing clip on the back of the hand control, the MFR believes that the controller was able to fall to the floor, where though incidental contact, the trendelenburg function was activated, leading to the unintentional motion of the table. Switching off the hand control would have prevented any unintentional motion. The hospital has had no add'l problems since installing the new control unit.

Event description:
During a surgical procedure, the operating room table went into trendelenburg position without or staff having touched the hand control or override panel on the table. (B)(4).